Event description:
The manufacturer received information alleging a ventilator's pressure did not rise. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's pressure did not rise. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator's pressure did not rise related to a ventilator's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The m series pollen filter was replaced to prevent failure in accordance with the maintenance procedure. The air path foam will be replaced when replacement air path foam arrives.